Manufacturer narrative:
The customer provided the device log files and an o2 gas path test screenshot indicating that the o2 safety valve was closed, however an o2 flow was recorded. This indicates that the o2 safety valve is leaking. Further review of the screenshot showed the press blower was significantly below the minimum tolerance. Based on these findings, technical support advised the customer to replace the inspiration block to resolve the reported malfunction.

Event description:
Customer stated that the ventilator showed technical error 389. The circuit test also does not pass with error saying measured pressures are too far apart. There was no patient involvement reported.

Manufacturer narrative:
G4: PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.